Event description:
Pacing dificulties; it was reported that the catheter was unable to pace from the beginning. Another catheter was used and the problem was solved. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clear and concentric without any leakage. No visible damage was observed on the catheter body